Event description:
It was reported that the lead exhibited high thresholds and decreased sensing. The lead was dislodged, due to patient having twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.